Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, during the normal wound suture process, the suture suddenly broke. A new suture was used to resolve the issue.